Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no harm to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
In mfg follow-up #1 the date received by mfg (g3) was incorrect. The correct g3 date is 13-oct-2022. A getinge field service engineer (fse) evaluated the iabp unit for the reported unit loses gas. To fix the issue the fse replaced the gas-carrying parts (helium tubing assembly), helium hi pressure regulator, drive manifold assembly, and hi pressure xdcr of the card. After that, no more gas loss could be detected and no other defects were detected. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.